Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that his heart has been frequently going into afib. The patient also reported shortness of breath, swelling in the ankles and legs after flying in a airplane. The patient questioned if this was from the pacemaker. The device remains in use. No further patient complications have been reported as a result of this event. Followup information reported the device was checked and it was functioning normally.